Event description:
Additional information was received, the surgery was completed on the same day and there was no patient contact.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of new information. G.8. Manufacturer report number corrected and reported under 2523835-2025-01355. Additional information provided in b.5., d.1., d.2., d.3., d.4., d.9., e.4., g.1 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, the plunger for the lens got stuck. The reporter confirmed that the device had made contact with the patient during the attempt. Additional information has been requested.